Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction regulator was replaced to resolve the reported issue.

Manufacturer narrative:
Additional information was received that the user caused the loss of suction because of sucking biological material into the machine. The fault was not due to a performance failure of the machine and would not have been a reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Requested patient information via phone 04/01/20, 04/02/20, and 04/03/20. No patient information provided to date. (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient injury.